Event description:
Additional information received from a manufacturer representative reported that post op images were not available. Screw position was checked with fluoro during the procedure and no deviations were seen. The suspected cause of the deviations was soft tissue pressure. The surgeon decided not to reposition the screws as the deviation was not clinically relevant. There was no patient harm related to the deviations.

Manufacturer narrative:
H3: analysis of the software export was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. The planning of the case was examined. A medial skiving potential exists at all operated trajectories. The axial angles planned throughout the segment are above the recommended angles in open cases (7-12 degrees). According to the report: "it was reported that the surgeon was reviewing post-op scans from a case on may 11th, 2020. The surgeon determined that the left side screws for t1, t2, t6 and t7 were deviated from the plan". Analysis could not confirm the deviations since the post-op information was not available. In addition, the nature of deviations was not mentioned in the report nor in the additional information provided. Since the incision is not present in the available images, analysis could not confirm soft tissue as the root cause for the deviations. Nevertheless, if the incision was insufficient, it can be assumed that soft tissue pressure was present and may serve as a contributing factor to the high skiving potential observed in the planning. The clamp was fixated upon t2 for the upper levels and t7 for the lower levels. At both cases it seems that the fixation was sufficient and most of the teeth are in the bone. Furthermore, the fact that the right side followed the left side and the trajectories deemed as accurate, rules out platform shift as a cause for the alleged deviations. Analysis has reviewed all available information and concluded that the most probable cause for the reported deviations is skiving of the surgical tools on the left side trajectories. Since the planned axial angles are larger than the recommended range in open cases, the tools were most probably subjected to soft-tissue pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the surgeon was reviewing post-op scans from a case on (B)(6) 2020. The surgeon determined that the left side screws for t1, t2, t6 and t7 were deviated from the plan. There was no patient harm and the procedure was not delayed.